Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support, who provided pump reset information and helped reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.